Manufacturer narrative:
(B)(4).

Event description:
A pump refill procedure occurred (B)(6) 2011. A pocket fill occurred. The medication the pocket was filled with was dilaudid 4 mg/ml and bupivicaine 10 mg/ml. The patient did not suffer any adverse events as a result of the pocket fill. The patient was not hospitalized as of the date of this report. Additional information has been requested, but was not available as of the date of this report.